Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using batteries; however, one led segment on the lower led digits display do not illuminate. The failure was isolated to a component (d1) of the system board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
The customer reported display missing segment. No known impact or consequence to patient was reported.